Event description:
Customer reported cracks on her insulin pump's screen. The customer also stated there was a crack below the esc button. Customer's blood glucose was 509 mg/dl. The customer stated she had treated her blood glucose with a bolus. The customer also stated the cracks occurred over time. Customer was advised to disconnect form the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).